Event description:
It was reported that during a surgery using the excelsius gps, the merge was approved and surgeon proceeded with robot navigation. The high speed burr and tap were used and showed on trajectory of l2 left. The screw was placed but showed off trajectory. The screw was taken out. We used awl and took x-ray and it was on plan. We did a new second merge and proceeded with robot navigation. The left l2 screw was placed. The x-ray showed correct placement of l2 screw left. The l2 right drill and tap showed on trajectory. The screw was placed and showed low and taken out. The x-ray was checked. We proceeded with screw again and screw showed medial breach on x-ray. The screw was taken out and robot was aborted. The surgeon proceeded with another vendor, depuy viper prime to complete the case.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.